Manufacturer narrative:
Patient ID # now provided.

Manufacturer narrative:
Patient identifier not made available from the site. Return requested. Replacement computer shipped to site 11/03/2015. No parts have been received by manufacturer for analysis. - 11/04/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 11/10/2015 navigation system computer was replaced and the system is functioning as intended. Issue resolved. - 11/13/2015 a medtronic representative, in trouble-shooting at the site, reported the screen went to "no input detected". A beep could be heard, like the computer was re-booting, the mouse light would intermittently go on and off. The computer was power cycling. Checked all of the computer and monitor connections - no further issues have been reported.

Event description:
A medtronic ent representative reported that, at the end of an ear, nose & throat (ent) procedure, on the navigate screen, the navigation system became unresponsive. The navigation system mouse did not move. Navigation had already been completed when this occurred. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.